Event description:
The customer received a total of six questionable results for various assays for three patients. Of the data provided, only one result for glucose was a discrepant and reported outside the laboratory. The initial result was 8 mg/dl. The repeat result on another analyzer was 151 mg/dl. There was no adverse event. The reagent lot number was 115659. The expiration date was requested, but was not provided. The field service representative found the sample probe had a gel-like substance on the tip and the gear pump was very erratic. He replaced the sample probe assembly and the gear pump head and adjusted the sample probe. The customer calibrated and ran controls. All controls were acceptable and system was performing to specifications.

Manufacturer narrative:
Based on the provided information, the investigation confirmed the issue with gel on the probe was the cause of the event. This indicates an issue with insufficient sample quality and the preanalytical process of the customer. A reagent performance issue could be excluded.